Manufacturer narrative:
On 11-mar-2026, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31621078l and no internal action related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported in a bwi-sponsored clinical study that a patient received an index pulse field ablation with three thermocool sts catheters and the patient had pericarditis. The patient experienced pericarditis categorized as moderate severity. This resulted in the patient being hospitalized between (B)(6) 2025 to (B)(6) 2025. The relationship with study devices is not related. The relationship with the index study procedure is causal. The event is expected/anticipated. The outcome is recovered/resolved with an end date of (B)(6) 2025. The intervention/treatment provided was medication colchicine, and dl-lysine acetylsalicylate. This report is for the third and final catheter used in the procedure.